Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had difficulty inserting a sensor; the introducer needle was hard to remove. When the customer removed the sensor he could not find the sensor cannula. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated. The customer checked to see if the cannula was pulled up through the base but he did not find it. There were no significant events that led to the sensor issue; the sensor was behaving normally. The customer did not claim that the sensor cannula or introducer needle fractured while in his body. The sensor was returned and replaced.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the sensor cannula was retracted inside of the sensor base, no broken or missing parts were observed during our analysis; unable to confirm if the customer received the sensor in said condition due to the sensor was returned open and used. The insertion needle was checked for burrs, hooks and dull needle tip defects none were found, the introducer needle passed per specifications.